Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient experienced pain, scarring and red bumps at sensor insertion site. Additionally, the patient experienced initial onset of rash that has not reoccurred. Patient's mother reported that the skin turns red and boils up when tegaderm is used. Patient's mother has not used tegaderm since. It is unknown if tegaderm was prescribed by a physician. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).